Event description:
Lead product analysis (pa) was completed. The presence of a lead fracture was confirmed in the pa lab. Coil breaks were noted in both the positive and negative lead coils. Scanning electron microscopy showed stress-induced fracture in the quadfilar coils, indicating fracture due to fatigue of the lead coils. Pitting was also identified on the coil surfaces. Abraded openings were noted in both the inner and outer silicone tubing. Setscrew marks found on the connector pin indicate that good electrical and mechanical connection existed at one point in time. Apart from the above noted observations and typical wear/explant related observations, no other anomalies were noted. Device history record of the lead was reviewed. The lead passed all quality control measures prior to distribution. No unresolved nonconformances were found. No additional relevant information has been received to date.

Event description:
The suspect lead was received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent full vns system replacement due to a lead fracture. The generator was replaced prophylactically. Tablet data was received and reviewed. The 25% change in impedance data was reviewed from the tablet data to identify when high impedance was first seen. Apart from the high impedance and associated low output current, no anomalies were identified. The suspect device has not been received to date. No additional relevant information has been received to date.